Manufacturer narrative:
Device code (B)(4) does not apply.

Event description:
Additional information was received from a representative on (B)(6) 2017. It was reported that a dye/roller study was performed on (B)(6) 2017. It was noted that the physician aspirated two cubic centimeters (cm) from the catheter access port (cap) under fluoroscopy before injecting contrast medium. The dye study showed blush in the intrathecal space. A roller study was completed after the dye study and appropriate roller movement occurred with 0.01 ml priming bolus. The hcp restarted the same flex dosing schedule and primed 0.186 ml to account for the 0.01 ml from the roller study. Further information was received from a representative on (B)(6) 2017. It was reported that the affected pump went into a premature low battery reset and safe state and was replaced on (B)(6) 2017 with the old drug being transferred to the new pump. It was noted that the patient noticed the pump alarming the day prior to the replacement. It was indicated that the pump was being sent back for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the date of the report on (B)(6) 2016 it was also reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was also indicated that no interventions/actions were taken at that time, and that no surgical intervention occurred an no surgical intervention was planned. The patient status at the time of the report was "alive - no injury." The patient medical history included multiple sclerosis. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. On (B)(6) 2017 it was reported that the pump was being used to deliver baclofen [2000 mcg/ml] at a dose of 648 mcg/day. On 2017-mar-21 it was reported that the representative had no further information. No further complications were reported or anticipated.

Event description:
Additional information was received. It was reported that the first volume discrepancy was observed on (B)(6) 2016. The cause of the low battery reset was unknown and the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient has had increasing volume discrepancies at refills. The last four refills had discrepancy of 0.6 ml, 1.3 ml, 3.5 ml, and 4.8 ml. The actual volumes were more than expected with these margins. The patient was quite spastic but could not compare to earlier baseline as the patient was new to this doctor. The patient was being referred for a dye study and the issue was reported as not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.